Manufacturer narrative:
(B)(4). Describe event or problem - additional.

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001; serial number (B)(4)/lot number 5204551), being used with the complaint receiver, was returned on 11/23/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient reset the device which was unsuccessful. Patient states not seeing the bluetooth symbol in the status screen and the sensor is already inserted. Advised patient to change transmitter and pair it to the receiver. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.